Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: promus premier ous mr 28 x 2.25mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found proximal stent damage. Struts from the most proximal stent strut row were lifted from the stent profile. The crimped stent od(outer diameter) of the undamaged section was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion revealed no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the direction for use states: ¿¿do not attempt to pull an unexpanded stent back into the guide catheter, as stent or coating damage or stent dislodgment from the balloon may occur¿¿. (B)(4).

Event description:
It was reported that catheter withdrawal difficulties were encountered. The eccentric, de novo target lesion was located in the severely tortuous and moderately calcified right coronary artery (rca). After pre-dilatation was performed, a 28 x 2.25 promus premier¿ drug-eluting stent was advanced but failed to cross the proximal rca. A non-bsc guide catheter was then advanced for active support but the device still failed to cross the proximal rca. After several attempts, the guide catheter started getting dislodged and the physician decided to pull out the stent. However, while pulling back the stent, the proximal stent strut became stuck at the end of the guide catheter. Subsequently, the stent and guide catheter were both slowly pulled out together. After removal of the device, the physician gently pressed the guide catheter and the stent successfully separated from it. The procedure was abandoned. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
It was reported that catheter withdrawal difficulties were encountered. The eccentric, de novo target lesion was located in the severely tortuous and moderately calcified right coronary artery (rca). After pre-dilatation was performed, a 28 x 2.25 promus premier¿ drug-eluting stent was advanced but failed to cross the proximal rca. A non-bsc guide catheter was then advanced for active support but the device still failed to cross the proximal rca. After several attempts, the guide catheter started getting dislodged and the physician decided to pull out the stent. However, while pulling back the stent, the proximal stent strut became stuck at the end of the guide catheter. Subsequently, the stent and guide catheter were both slowly pulled out together. After removal of the device, the physician gently pressed the guide catheter and the stent successfully separated from it. The procedure was abandoned. No patient complications were reported and the patient's status was stable.